Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to an aortic valve implantation (tavi) interventional procedure. Reportedly, the device needles were not engaging with the cuffs, a cuff miss [suture retrieval issue] occurred. The sheath was upsized to a 14f, and the tavi procedure was completed. Post procedure, hemostasis was achieved ultimately achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.